Manufacturer narrative:
Method: - review of information reported to lifecell. - review of the device history record for lot s11215. - review of the lifecell complaint management system. Results: - a bilateral procedure with the same lot implanted in both breasts with a wound infection developing in only one breast is considered unrelated to the device. - investigation into lot s11215 resulted in no remarkable findings, including acceptable sterilization and no deviations or nonconformances revealed during processing. - a query of the complaint management system on (B)(4) 2014 revealed no similar complaints against lot s11215. - as of (B)(4) 2014, all (B)(4)devices released to finished goods from lot s11215 were distributed, including (B)(4) devices reported as implanted. - lot s11215 met all qc release criteria. Conclusion: device not returned. Conclusion: based on the reported information including a bilateral procedure with the same lot implanted in both breasts with a unilateral wound infection, the infection is considered unrelated to the device. The wound dehiscence is a secondary wound healing complication caused by the wound infection. Internal investigation resulted in no remarkable findings, including all (B)(4) devices distributed with no similar complaints reported against lot s11215 and device history record review with acceptable sterilization and no deviations or nonconformances revealed during processing. Although the standard of care consisted of surgical intervention to remove all implanted products to treat the wound infection & dehiscence, based on the reported information and results of the internal investigation, a relationship between the wound dehiscence and the lifecell device could not be conclusively determined. The events reported are unlikely related to the lifecell device. The explanted device was discarded. No product or clinical specimens were returned to lifecell for evaluation. Explanted device discarded by physician.

Manufacturer narrative:
The investigation and conclusion remains unchanged, refer to the initial report. Explanted device discarded by physician.

Event description:
This report is a follow up report to the original report emdr 1000306051-2014-00145 to report additional information received by the physician. Refer to the initial report for the original event description. Additional information was received on 10/1/2014: the physician was unable to provide a conclusion as to whether he believed that the lifecell device contributed to the complications reported. All patients were treated peri- and postoperatively with antibiotics. The antibiotic therapy is usually continued until the 11th day post surgery. This patient had 2 drains per breast (axillay and subpectoral). Total volume drained: left breast - 355 ml and right breast - 425 ml. Micro results showed that the implants were cultured and revealed streptococcus agalactiae (on both sides) and enterococcus species (on one side).

Event description:
On (B)(6) 2014, 9 complaints were reported to lifecell by professor (B)(6) after a retrospective review to support a publication on his results with strattice and 2 other non lifecell synthetic products. This complaint is associated with patient #1. This female patient is a former smoker with a bmi of (B)(6) and history of radiation 4 years ago with mastectomy surgeries performed in 2008 & 2009. On (B)(6) 2013, the patient underwent a bilateral revision surgery due to capsular contracture with a lifecell device receiving 400 g implants. On (B)(6) 2013, the patient was treated for a left breast wound infection with spontaneous perforation of the wound and removal of pus. The implant and lifecell device was explanted from the left breast. The right breast was unaffected.